Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when withdrawing the guide catheter and the proximal part of the catheter became detached. The broken guide catheter remain within the push catheter enabling the delivery system to be removed in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." The event of guide catheter break was originally going to be submitted as part of the asr process. However, the investigation results revealed an additional non-asr failure; stent kinked. Therefore, this event will be reported using a medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent kinked. A visual evaluation was performed and found that the push catheter was bent in several locations throughout. The stent was bent in several locations. The guide catheter was detached. The proximal section of the detached guide catheter was missing. The distal section of the detached guide catheter was pulled distally out of the push catheter. The guide catheter was kinked and stretched in several locations throughout. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent and the catheters. With the catheters and the stent bound by kinks and bends, the device would fail to deploy the stent. Force to deploy the stent could cause stretching of the guide catheter, ultimately breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint.